Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint cannot be verified due to careless handling of the product. Result the soft component of the buttons are worn down heavily. Therefore, moisture entered the insulin pump and caused damages to the menu button. The button does not respond anymore. The problem mentioned by the customer is related to careless handling of the product.

Event description:
Patient reported that on (B)(6) 2013, she realized that the infusion device, without any command, went on its own to the menu and afterwards into the rapid bolus menu. Patient stated she placed the infusion device in stop mode. Patient reported after 30 minutes, she attempted to put the infusion device in run mode, but the buttons were blocked. Patient stated now the buttons seem to work. Reviewed the error and memory history; patient stated she saw only the request of setting the date and time when she changed the battery. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.